Event description:
A (B)(6)-year-old male who presented to us with a 70-mm juxtarenal abdominal aortic aneurysm (aaa) was repaired with a 34 × 107 mm zfen main body with bilateral renal artery small fenestrations and a large fenestration for the superior mesenteric artery (sma) in (B)(6) 2013. The distal bifurcated graft was in a 24 × 62 × 76 mm configuration with the iliacs sealed via 20-mm limb extensions. At his initial postoperative visit, a type ii lumbar artery endoleak was visible with an initial junctional overlap of 50 mm. Twelve months after his index operation, follow-up cta, once again, demonstrated the continued presence of a type ii endoleak, sac expansion to 76 mm, and a decrease in junctional overlap to 38 mm. As a result, we performed an angiogram where it was noted that the residual sac was being fed from an iliolumbar branch off the hypogastric artery; an adequate angiographic result was noted after targeted coil embolization of this hypertrophied collateral. At his 24-month follow-up, a cta demonstrated continued sac expansion to 80 mm without a clear source of endoleak; junctional overlap was now 30 mm. At this point, we suspected that a type ib endoleak was continuing to pressurize the sac. Therefore, we took the patient to the operating theater where a provoked angiogram confirmed the suspected ib endoleak. We extended the distal graft with a cook 11 × 107 mm iliac limb after embolization of the hypogastric artery. Additionally, we placed a 40 × 100 mm palmaz stent at the modular junction and reinforced it with aptus endoanchors (medtronic, (B)(4)). Unfortunately, 34 months postprocedure, surveillance cta once again was concerning for sac enlargement to 90 mm in the setting of large type ii endoleak. Angiogram demonstrated another hypertrophied iliolumbar vessel off the previously intervened side pressuring the residual sac. Therefore, translumbar coil embolization was successfully performed . We are currently continuing close follow-up on this patient to determine the effects of our latest reintervention. William cook (B)(4) medical director reviewed the literature: there are three separate problems: first, the presence of persistent and recurrent type 2 endoleaks, one of which was treated, but then another developed. Second, a right type 1b endoleak which required treatment with an iliac limb extension. Third, a decreasing junctional overlap was found and monitored. This was fixed with a palmaz stent and aptus endoanchors to halt the progression before the modules separated. The zone of overlap between the proximal and distal components started at 50mm, 12 months later was down to 38mm, then at 24 months, was further decreased to 30mm.

Manufacturer narrative:
The device was not returned for evaluation. The work order was not provided, therefore it cannot be reviewed. The device IFU states: "the long-term performance of fenestrated endovascular grafts,including the stents placed in fenestrations/scallops, has not yet been established. All patients should be advised that endovascular treatment requires life-long, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms, changes in the structure or position of the endovascular graft, or stenosis/occlusion of vessels accommodated by fenestrations) should receive enhanced follow-up." "After endovascular graft placement, patients should be regularly monitored for perigraft flow, aneurysm growth, patency of vessels accommodated by a fenestration/scallop, or changes in the structure or position of the endovascular graft. At a minimum, annual imaging is recommended, including: 1) abdominal radiographs to examine device integrity (separation between components, stent fracture or barb separation) and 2) contrast and non-contrast CT to examine aneurysm changes, perigraft flow, patency, tortuosity and progressive disease. If renal complications or other factors preclude the use of image contrast media, abdominal radiographs and duplex ultrasound may provide similar information." "Key anatomic elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation (> 45 degrees for infrarenal neck to axis of aaa or > 45 degrees for suprarenal neck relative to the immediate infrarenal neck); short proximal aortic neck (<4 mm); greater than 10% increase in diameter over 15 mm of proximal aortic neck length; and circumferential thrombus and/or calcification at the arterial implantation sites, specifically the proximal aortic neck and distal iliac artery interface. Irregular calcification and/or plaque may compromise the fixation and sealing of the implantation sites. Necks exhibiting these key anatomic elements may be more conducive to graft migration." Based on the information provided, the root cause of the difficulty reported by the customer is unknown. It is possible that the separation was due to: - insufficient fixation (friction) between the proximal and distal components - inadequate retention forces - distal device separation - patient-related factors.

Event description:
A 78-year-old male who presented to us with a 70-mm juxtarenal abdominal aortic aneurysm (aaa) was repaired with a 34 × 107 mm zfen main body with bilateral renal artery small fenestrations and a large fenestration for the superior mesenteric artery (sma) in (B)(6) 2013. The distal bifurcated graft was in a 24 × 62 × 76 mm configuration with the iliacs sealed via 20-mm limb extensions. At his initial postoperative visit, a type ii lumbar artery endoleak was visible with an initial junctional overlap of 50 mm. Twelve months after his index operation, follow-up cta, once again, demonstrated the continued presence of a type ii endoleak, sac expansion to 76 mm, and a decrease in junctional overlap to 38 mm. As a result, we performed an angiogram where it was noted that the residual sac was being fed from an iliolumbar branch off the hypogastric artery; an adequate angiographic result was noted after targeted coil embolization of this hypertrophied collateral. At his 24-month follow-up, a cta demonstrated continued sac expansion to 80 mm without a clear source of endoleak; junctional overlap was now 30 mm. At this point, we suspected that a type ib endoleak was continuing to pressurize the sac. Therefore, we took the patient to the operating theater where a provoked angiogram confirmed the suspected ib endoleak. We extended the distal graft with a cook 11 × 107 mm iliac limb after embolization of the hypogastric artery. Additionally, we placed a 40 × 100 mm palmaz stent at the modular junction and reinforced it with aptus endoanchors (medtronic, minneapolis, mn). Unfortunately, 34 months postprocedure, surveillance cta once again was concerning for sac enlargement to 90 mm in the setting of large type ii endoleak. Angiogram demonstrated another hypertrophied iliolumbar vessel off the previously intervened side pressuring the residual sac. Therefore, translumbar coil embolization was successfully performed . We are currently continuing close follow-up on this patient to determine the effects of our latest reintervention. William cook australia medical director reviewed the literature: there are three separate problems: first, the presence of persistent and recurrent type 2 endoleaks, one of which was treated, but then another developed. Second, a right type 1b endoleak which required treatment with an iliac limb extension. Third, a decreasing junctional overlap was found and monitored. This was fixed with a palmaz stent and aptus endoanchors to halt the progression before the modules separated. The zone of overlap between the proximal and distal components started at 50mm, 12 months later was down to 38mm, then at 24 months, was further decreased to 30mm.